Event description:
The caller alleged discrepant results when compared with the lab results. The results are as follows: date: 2008; inratio: 1.5; lab 5.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 1.5; lab: 5.9; mean: 3.7 confident limits: 2.2-5.3. As per internal procedure the inratio and lab values are not within the confident limits. The product will be investigated. The patient was placed on heparin. This is an adverse event.